Manufacturer narrative:
The device and aic console data were returned for evaluation. The data logs revealed a suction and "position unknown" alarm, however the logs show the pump provided good support otherwise. The console data does not provide additional insight into the reported bleeding event. The pump was returned with a tear in the wound closure, and a portion of the wound closure was slightly peeled away. Additionally, there was a scratch mark on the surface of the wound closure that lined up with the tear. The root cause of the reported bleeding from the insertion site is likely a tear in the wound closure component of the repositioning unit. Historically we have seen this issue when the repositioning unit can cause damage to the femoral artery which can lead to bleeding as seen in this case, however there is no evidence to support that this is a definitive root cause. A review of the device history record revealed there were no other issues reported for any other device with this lot number. The design and the manufacturing process has been modified to eliminate this issue with the wound closure. The manufacturer will continue to investigate all reasonable and obtainable sources of information and will provide results and conclusions if additional information is received. (B)(4).

Event description:
A (B)(6) female with an ejection fraction of less than 20% presented to the cardiac cath lab in post arrest and in advanced cardiogenic shock. The patient had been administered CPR for 45 minutes. The impella cp was placed using wired insertion through the right femoral artery on (B)(6) 2017. The patient's act was reported to be 220. (The impella cp IFU recommends that after insertion of the catheter (and until explant), act should be maintained at 160 to 180 seconds.) The repositioning sheath was sutured in place and correct positioning was confirmed. There were no signs of bleeding or hematoma upon the patient's arrival to the ICU, approximately two hours after implantation. After approximately five hours of support, blood was noted to be leaking from around the repositioning sheath at the insertion site. The patient was reported to have lost approximately 600 ml of blood and received 3 units of whole blood replacement product. The bleeding was unable to be controlled with manual pressure and the decision was made to explant the device. The patient was successfully weaned off of support. There was no indication of any further adverse effect to the patient following the surgical removal of the device.